Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets detachment events on (B)(6) 2025. The site of detachment was tubing connector. The blood glucose level at the time of event was 521 mg/dl and the patient was treated with correction bolus via pump and multiple daily injections (mdi). The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2